Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Subsequent to implantation with essure, this plaintiff began to suffer from severe pelvic pain. She had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 20-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. The ptc results concluded unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), adenomyosis ("uterus was enlarged and suspected adenomyosis"), cervix haemorrhage uterine ("blood in my cervix"), ovarian cyst ("ovarian cysts") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following her essure placement procedure". The patient's past medical history included hernia, hernia repair in 2011, enlarged tonsils, adenotonsillectomy in 2011, gravida ii and parity 2 (on 30-oct-2004 and on 06-apr-2013). The plaintiff used condoms form 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight, back pain, abdominal pain, vaginal odor and vaginal discharge. On (B)(6). 2013, the patient had essure inserted. In (B)(6).2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6). 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"). On (B)(6). 2015, the patient experienced cervicitis ("cervicitis"). In (B)(6).2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6). 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), omphalitis ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)") and mental disorder ("psychiatric and /or psychological conditions"). The patient was treated with analgesics, celecoxib (celebrex), hydrocodone, paracetamol (acetaminophen), surgery (laparoscopic bilateral salpingectomy, hysterectomy and essure removal), surgery (exploratory surgery for pelvic pain in late 2015 - july and august), surgery (hysterectomy), surgery (exploratory surgery due to blood in cervix in late 2015 - july and august) and surgery (exploratory surgery due to cysts in late 2015 - july and august). Essure was removed on 24-sep-2015. On 24-sep-2015, the bacterial vulvovaginitis and ovarian cyst had resolved. At the time of the report, the uterine perforation, adenomyosis, cervix haemorrhage uterine, rheumatoid arthritis, allergy to metals, inflammation, omphalitis, mental disorder, dysmenorrhoea, menorrhagia and cervicitis outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, bacterial vulvovaginitis, cervicitis, cervix haemorrhage uterine, dysmenorrhoea, inflammation, menorrhagia, mental disorder, migraine, omphalitis, ovarian cyst, rheumatoid arthritis and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6). 2014: bilateral tubal occlusion; on an unknown date: three months after placement - result not provided ultrasound scan - on an unknown date: blood in cervix and cysts on an unknown date after essure placement, transvaginal ultrasound scan showed the uterus appears normal. The lining appears thickened measuring 1.14cm. The ovary appears to contain a cyst measuring approx. 3.45 cm with a few visible septations. The right ovary appears normal. Both essure coils are noted in correct position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, ovarian cyst, cervicitis, dysmenorrhea, adenomyosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), adenomyosis ('uterus was enlarged and suspected adenomyosis'), cervix haemorrhage uterine ('blood in my cervix'), ovarian cyst ('ovarian cysts') and rheumatoid arthritis ('rheumatoid arthritis') in a 30-year-old female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included hernia repair in 2011, adenotonsillectomy in 2011, hernia, enlarged tonsils, gravida ii and parity 2 ((on (B)(6) 2004 and on (B)(6) 2013)). The plaintiff used condoms form 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight, back pain, abdominal pain, vaginal odor and vaginal discharge. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"). On (B)(6)2015, the patient experienced cervicitis ("cervicitis"). In (B)(6) 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), omphalitis ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)"), mental disorder ("psychiatric and /or psychological conditions") and back pain ("back pain"). The patient was treated with analgesics, celecoxib (celebrex), hydrocodone, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy, hysterectomy and essure removal, exploratory surgery due to blood in cervix in late 2015 - (B)(6) and (B)(6), exploratory surgery due to cysts in late 2015 - ((B)(6) and (B)(6) hysterectomy).) Essure was removed on (B)(6) 2015. On (B)(6) 2015, the bacterial vulvovaginitis and ovarian cyst had resolved. At the time of the report, the uterine perforation, adenomyosis, cervix haemorrhage uterine, rheumatoid arthritis, allergy to metals, inflammation, omphalitis, mental disorder, dysmenorrhoea, menorrhagia, cervicitis and back pain outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, back pain, bacterial vulvovaginitis, cervicitis, cervix haemorrhage uterine, dysmenorrhoea, inflammation, menorrhagia, mental disorder, migraine, omphalitis, ovarian cyst, rheumatoid arthritis and uterine perforation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: three months after placement - result not provided; on (B)(6) 2014: results: bilateral tubal occlusion. Ultrasound scan - on an unknown date: results: blood in cervix and cysts. On an unknown date after essure placement, transvaginal ultrasound scan showed the uterus appears normal. The lining appears thickened measuring 1.14cm. The ovary appears to contain a cyst measuring approx. 3.45 cm with a few visible septations. The right ovary appears normal. Both essure coils are noted in correct position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, ovarian cyst, cervicitis, dysmenorrhea, adenomyosis. Concerning the injuries in the case, the following ones were described in patient's social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, reporter added. Event back pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), adenomyosis ('uterus was enlarged and suspected adenomyosis'), cervix hemorrhage uterine ('blood in my cervix') and ovarian cyst ('ovarian cysts') in a 30-year-old female patient who had essure (batch no. B34598) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included hernia repair in 2011, adenotonsillectomy in 2011, hernia, enlarged tonsils, gravida ii and parity 2 (on (B)(6) 2004 and on (B)(6) 2013). The plaintiff used condoms form 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight, back pain, abdominal pain, vaginal odor and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"). On (B)(6) 2015, the patient experienced cervicitis ("cervicitis"). In (B)(6) 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6) 2017, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced cervix hemorrhage uterine (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), omphalitis ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)"), mental disorder ("psychiatric and /or psychological conditions"), back pain ("back pain") and pain in extremity ("I just have sensitive legs"). The patient was treated with analgesics, celecoxib (celebrex), hydrocodone, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy, hysterectomy and essure removal, exploratory surgery due to blood in cervix in late 2015 - (B)(6) and (B)(6), exploratory surgery due to cysts in late 2015 - (B)(6) and (B)(6) and hysterectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the bacterial vulvovaginitis and ovarian cyst had resolved. At the time of the report, the uterine perforation, adenomyosis, cervix hemorrhage uterine, rheumatoid arthritis, allergy to metals, inflammation, omphalitis, mental disorder, dysmenorrhoea, menorrhagia, cervicitis, back pain and pain in extremity outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, back pain, bacterial vulvovaginitis, cervicitis, cervix hemorrhage uterine, dysmenorrhoea, inflammation, menorrhagia, mental disorder, migraine, omphalitis, ovarian cyst, pain in extremity, rheumatoid arthritis and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: three months after placement - result not provided; on (B)(6) 2014: results: bilateral tubal occlusion. Ultrasound scan - on an unknown date: results: blood in cervix and cysts. On an unknown date after essure placement, transvaginal ultrasound scan showed the uterus appears normal. The lining appears thickened measuring 1.14cm. The ovary appears to contain a cyst measuring approx. 3.45 cm with a few visible septations. The right ovary appears normal. Both essure coils are noted in correct position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, ovarian cyst, cervicitis, dysmenorrhea, adenomyosis. Concerning the injuries in the case, the following ones were described in patient's social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received new reporter information and new event I just have sensitive legs was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), cervix haemorrhage uterine ('blood in my cervix'), ovarian cyst ('ovarian cysts') and adenomyosis ('uterus was enlarged and suspected adenomyosis') in a 30-year-old female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following her essure placement procedure". The patient's medical history included hernia repair in 2011, adenotonsillectomy in 2011, hernia, enlarged tonsils, gravida ii and parity 2 (on (B)(6) 2004 and on (B)(6) 2013). The plaintiff used condoms form 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight, back pain, abdominal pain, vaginal odor and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"). On (B)(6) 2015, the patient experienced cervicitis ("cervicitis"). In (B)(6) 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6) 2017, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On an unknown date, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), omphalitis ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)"), mental disorder ("psychiatric and /or psychological conditions"), back pain ("back pain") and pain in extremity ("I just have sensitive legs"). The patient was treated with analgesics, celecoxib (celebrex), hydrocodone, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy, hysterectomy and essure removal, exploratory surgery due to blood in cervix in late 2015 - (B)(6) and (B)(6) , exploratory surgery due to cysts in late 2015 - (B)(6) and (B)(6) and hysterectomy). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the ovarian cyst and bacterial vulvovaginitis had resolved. At the time of the report, the uterine perforation, cervix haemorrhage uterine, adenomyosis, rheumatoid arthritis, allergy to metals, inflammation, omphalitis, mental disorder, dysmenorrhoea, menorrhagia, cervicitis, back pain and pain in extremity outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, back pain, bacterial vulvovaginitis, cervicitis, cervix haemorrhage uterine, dysmenorrhoea, inflammation, menorrhagia, mental disorder, migraine, omphalitis, ovarian cyst, pain in extremity, rheumatoid arthritis and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: results: three months after placement - result not provided; on (B)(6) 2014: results: bilateral tubal occlusion. Ultrasound scan - on an unknown date: results: blood in cervix and cysts. On an unknown date after essure placement, transvaginal ultrasound scan showed the uterus appears normal. The lining appears thickened measuring 1.14cm. The ovary appears to contain a cyst measuring approx. 3.45 cm with a few visible septations. The right ovary appears normal. Both essure coils are noted in correct position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, ovarian cyst, cervicitis, dysmenorrhea, adenomyosis. Concerning the injuries in the case, the following ones were described in patient's social media: back pain lot number:b34598 manufacturing date: 2013/05 expiration date: 2016/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), adenomyosis ("uterus was enlarged and suspected adenomyosis"), rheumatoid arthritis ("rheumatoid arthritis"), ovarian cyst ("ovarian cysts") and cervix haemorrhage uterine ("blood in my cervix") in a (B)(6) year-old female patient who had essure (batch no. B34598) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia, hernia repair in 2011, enlarged tonsils, adenotonsillectomy in 2011, gravida ii and parity 2 (on (B)(6) 2004 and on (B)(6) 2013). The plaintiff used condoms form 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"), allergy to metals ("allergic to nickel"), ovarian cyst (seriousness criterion medically significant), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), infection ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)"), cervix haemorrhage uterine (seriousness criterion medically significant), mental disorder ("psychiatric and /or psychological conditions") and treatment noncompliance ("did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with analgesics, surgery (exploratory surgery, bilateral salpingectomy, hysterectomy and essure removal). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the bacterial vulvovaginitis and ovarian cyst had resolved. At the time of the report, the uterine perforation, adenomyosis, rheumatoid arthritis, allergy to metals, inflammation, infection, cervix haemorrhage uterine, mental disorder and treatment noncompliance outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, bacterial vulvovaginitis, cervix haemorrhage uterine, infection, inflammation, mental disorder, migraine, ovarian cyst, rheumatoid arthritis, treatment noncompliance and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: three months after placement - result not provided. Ultrasound scan - on an unknown date: blood in cervix and cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet (pfs) - new reporter (lawyer); demographic data; medical and drug history; essure removal date ((B)(6) 2015); lot number (b34598); new adverse events (adenomyosis, allergy to metals, bacterial vulvovaginitis, cervix haemorrhage uterine, infection, inflammation, mental disorder, migraine, ovarian cyst, rheumatoid arthritis, treatment noncompliance and uterine perforation); and imaging exams. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), adenomyosis ("uterus was enlarged and suspected adenomyosis"), rheumatoid arthritis ("rheumatoid arthritis"), ovarian cyst ("ovarian cysts") and cervix haemorrhage uterine ("blood in my cervix") in a (B)(6)-year-old female patient who had essure (batch no. B34598) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia, hernia repair in 2011, enlarged tonsils, adenotonsillectomy in 2011, gravida ii and parity 2 (on (B)(6) 2004 and on (B)(6) 2013). The plaintiff used condoms from 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"), allergy to metals ("allergic to nickel"), ovarian cyst (seriousness criterion medically significant), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), infection ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)"), cervix haemorrhage uterine (seriousness criterion medically significant), mental disorder ("psychiatric and /or psychological conditions") and treatment noncompliance ("did not use birth control or contraception at any time following her essure placement procedure"). The patient was treated with analgesics, surgery (exploratory surgery, bilateral salpingectomy, hysterectomy and essure removal). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the bacterial vulvovaginitis and ovarian cyst had resolved. At the time of the report, the uterine perforation, adenomyosis, rheumatoid arthritis, allergy to metals, inflammation, infection, cervix haemorrhage uterine, mental disorder and treatment noncompliance outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, bacterial vulvovaginitis, cervix haemorrhage uterine, infection, inflammation, mental disorder, migraine, ovarian cyst, rheumatoid arthritis, treatment noncompliance and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on an unknown date: three months after placement - result not provided. Ultrasound scan - on an unknown date: blood in cervix and cysts. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet (pfs) - new reporter (lawyer); demographic data; medical and drug history; essure removal date ((B)(6) 2015); lot number (b34598); new adverse events (adenomyosis, allergy to metals, bacterial vulvovaginitis, cervix haemorrhage uterine, infection, inflammation, mental disorder, migraine, ovarian cyst, rheumatoid arthritis, treatment noncompliance and uterine perforation); and imaging exams. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-may-2017: quality safety evaluation for product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), adenomyosis ("uterus was enlarged and suspected adenomyosis"), cervix haemorrhage uterine ("blood in my cervix"), ovarian cyst ("ovarian cysts") and rheumatoid arthritis ("rheumatoid arthritis") in a 30-year-old female patient who had essure (batch no. B34598) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not use birth control or contraception at any time following her essure placement procedure". The patient's past medical history included hernia, hernia repair in 2011, enlarged tonsils, adenotonsillectomy in 2011, gravida ii and parity 2 (on (B)(6) 2004 and on (B)(6) 2013). The plaintiff used condoms form 2003 to 2011 and birth control patch in 2011. The birth control patch was discontinued because she was trying to get pregnant. Previously administered products included for vitamin d deficiency: vitamin d. Concurrent conditions included overweight, back pain, abdominal pain, vaginal odor and vaginal discharge. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). In 2014, the patient experienced bacterial vulvovaginitis ("vaginal bacterial infections"). On (B)(6) 2015, the patient experienced cervicitis ("cervicitis"). In (B)(6) 2015, the patient experienced adenomyosis (seriousness criterion medically significant) with uterine enlargement. On (B)(6) 2017, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). On an unknown date, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant), allergy to metals ("allergic to nickel"), inflammation ("wearing a belly piercing with nickel and it became infected and inflamed"), omphalitis ("wearing a belly piercing with nickel and it became infected and inflamed"), migraine ("migraines worsened (migraines all of life, but they intensified with the essure)") and mental disorder ("psychiatric and /or psychological conditions"). The patient was treated with analgesics, celecoxib (celebrex), hydrocodone, paracetamol (acetaminophen), surgery (laparoscopic bilateral salpingectomy, hysterectomy and essure removal), surgery (exploratory surgery for pelvic pain in late (B)(6) 2015 ), surgery (hysterectomy), surgery (exploratory surgery due to blood in cervix in late 2015 - july and august) and surgery (exploratory surgery due to cysts in late (B)(6) 2015). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the bacterial vulvovaginitis and ovarian cyst had resolved. At the time of the report, the uterine perforation, adenomyosis, cervix haemorrhage uterine, rheumatoid arthritis, allergy to metals, inflammation, omphalitis, mental disorder, dysmenorrhoea, menorrhagia and cervicitis outcome was unknown and the migraine was resolving. The reporter considered adenomyosis, allergy to metals, bacterial vulvovaginitis, cervicitis, cervix haemorrhage uterine, dysmenorrhoea, inflammation, menorrhagia, mental disorder, migraine, omphalitis, ovarian cyst, rheumatoid arthritis and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: bilateral tubal occlusion; on an unknown date: three months after placement - result not provided ultrasound scan - on an unknown date: blood in cervix and cysts on an unknown date after essure placement, transvaginal ultrasound scan showed the uterus appears normal. The lining appears thickened measuring 1.14cm. The ovary appears to contain a cyst measuring approx. 3.45 cm with a few visible septations. The right ovary appears normal. Both essure coils are noted in correct position. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, ovarian cyst, cervicitis, dysmenorrhea, adenomyosis most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporters and case updated to medically confirm , patient demographics added, product indication updated, treatment medications, concomitant disease added. New events dysmenorrhoea, menorrhagia and cervicitis added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.